Event description:
Information received indicates the bed will not go into reverse trendelenburg.

Manufacturer narrative:
The technician isolated the issue to a broken pilot link assembly. He replaced the pilot link assembly to repair the bed.